Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received from the field of the echocardiogram screen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25 mm amplatzer talisman occluder was selected for implant using a 9f amplatzer talisman pfo occluder. During the procedure, while attempting implantation, the physician noticed that the left disc of the occluder did not unfold properly and instead deformed into a "tulip" shape. The deformed device was never released from the delivery cable while inside the patient. It was also noted that there was no interaction with the cardiac structures during deployment and no angulation or kink were noticed in the delivery system. The procedure was completed using a new 30-35mm amplatzer talisman pfo occluder. It was reported that there was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.